Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Literature citation: bianco, m., visalli, a. C., tomassini, f., biole, c., giacobbe, f., rolfo, c., ... & varbella, f. (2023). Clinical outcomes of percutaneous left-atrial appendage occlusion with conscious sedation without an anesthesiologist on site: results from a multicenter study. Medicina, 59(11), 2041. Https://doi.org/10.3390/medicina59112041.

Event description:
Reported via journal article it was reported that vessel pseudoaneurysm occurred. Procedure: this is a retrospective, independent, spontaneous, observational, multicentric study. The electronic database (ebit, esaote, genova, italy) of the cardiology department of san luigi gonzaga university hospital and infermi hospital was consulted concerning information from 27 october 2022 to 8 december 2022 in order to collect data about patients who were listed for laa occlusion procedure for stroke prevention of non-valvular af in the period from 1 october 2018 to 1 october 2022. One-hundred fifteen patients were included. Conscious sedation was performed using midazolam, adding fentanyl for thirty-nine patients in case of poor tolerance for the procedure despite midazolam. No patients needed anesthesiologic assistance during the procedure, and no cases of respiratory failure necessitating ventilation were reported. Results: ninety-eight patients received dapt at discharge, while seventeen received sapt; regardless of the moment of the suspension, one-hundred fourteen patients stopped receiving dapt within 12 months. Forty-nine patients must continue lifelong sapt. Procedural complications that were noted to have occurred were: one person experiencing a cardiac tamponade, two patients with pericardial effusions, three major bleeding events that required transfusions, and one vascular access site pseudoaneurysm. At the 3-month follow-up, two patients died due to cardiovascular (cv) causes. Four patients suffered from major bleeding events, and three suffered from minor bleeding. One case of pulmonary embolism occurred. The 3-month transesophageal echocardiogram (tee) results showed small leaks (less than 5mm) in nine patients, while one case of a persistent large leak (larger than 5mm) was reported. At a long-term follow-up, the following adverse events occurred: seven cv deaths, one stroke, one transient ischemic attack, eight major bleeding events, three minor bleeding events and two patients experienced a pulmonary embolism.